Event description:
A pt developed hypotension during a packed red cell transfusion through the device. The events are as follows: 1 unit of prc through the device-hypotension developed and transfusion was stopped. 1 unit of prc through the device-hypotension and transfusion was stopped. 1 unit of prc through the device-hypotension developed and transfusion was stopped. Post-occurrence transfusion history: a total of 5 units were transfused through a different device without incident. In the recovery room 6 units were infused through device without incident. Pt was again transfused on 1/12 with 4 units through device without incident.